Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported left atrial tear and pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2135147-2019-00106. During a patent foramen ovale (pfo) closure procedure, a left atrial tear and pericardial effusion occurred. After inserting the delivery system over the guidewire and measuring the pfo with a sizing balloon, the occluder was placed on the opening. Blood was unable to be aspirated through the sheath so the delivery system was retracted slightly, resulting in the delivery system falling through the pfo and into the right atrium. The system was removed from the patient and the introducer reinserted across the pfo. The introducer was removed, the delivery system was inserted, and the occluder was successfully deployed. However, prior to the release of the occluder, transesophageal echo revealed a tear in the left atrium and pericardial effusion. The patient was transferred for surgical repair, and the occluder was removed. The patient is in stable condition.